Manufacturer narrative:
No patient involvement reported. (B)(6). This report is being filed on an international device, model zct800; tecnis acrylic iol, that has a similar device, tecnis acrylic iol model zct600 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a white speck in the middle of the anterior side of the intraocular lens, model zct800 +7.0 diopter. Reportedly, the issue was realized when the surgeon checked the lens under the microscope. There was no patient injury or involvement. A back up lens was used. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.